Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 86 mg/dl, compared with the sensor glucose reading of 55 mg/dl. The customer's sensor continued to have differences during the call, and the customer was advised that he may have to change the sensor. The customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned.